Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Pump passed all infusion, non-destructive, and full destructive testing. Pump passed the dispense testing and additional 24 hour infusion testing passed showing that the pump was dispensing accurately. The septum was examined and pressure tested and no coring or damage that could facilitate a leak was noted or seen. Only thing to note in the logs was a past stall and recovery light seen in the read event status. Destructive analysis was performed and only non significant corrosion was seen. Analysis concluded that the pump appeared to be operating as designed.

Event description:
It was later reported that the pump was exchanged on (B)(6) 2014 and the old pump was to be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient went for a refill and the volume was incorrect. A volume discrepancy was reported. The actual residual volume (arv) exceeded the expected residual volume (erv), 20 ml to 2.5 ml. The cause of the discrepancy was not known. A dye study, rotor/roller study, and CT were performed. The catheter was easily aspirated, and dye was seen exiting the catheter tip. A rotor study was performed and the rotors did not move. The radiologist then aspirated 25 ml of fluid from the pocket of the pump. The patient was not in any notable distress during the studies, and there were no patient symptoms or complications associated with the event. The patient returned to the office to have medication removed from the pump and refilled with preservative free normal saline; however, the volume was expected to be 19.5 ml and 5 ml was aspirated. This was the second volume discrepancy. The patient was to return to the surgeon for a pump exchange. The patient¿s status at the time of the report was alive with no injury. The medication infused was dilaudid. On (B)(6) 2013, a representative later reported that the fluid was not sent for culture, nor was there a determination in the type of fluid that was aspirated from the pocket. The patient was doing fine and being managed with oral medication. The patient had been referred to their implanting surgeon for a replacement, at which time the pump was to be returned.

Manufacturer narrative:
(B)(4).